Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a pr logic detection. Analysis of the device memory indicated unexpected shock therapies occurred.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately detected ventricular tachycardia (vt ) which led to four inappropriate shocks. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.